Event description:
It was reported that during the implant procedure, the right atrial lead exhibited low impedance and variable thresholds. The physician elected to remove and replace the lead. The patient was stable after the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).